Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2021, all hardware was removed in a revision surgery on (B)(6) 2022 due to non-union. No devices were returned for evaluation. The device history records for the sk14 used in the case were reviewed and no issues were identified during the manufacture or release of the devices that could have contributed to what was reported. Although a number of factors could have contributed to what was reported, based on the available information the most likely cause of all hardware being removed is due to non-union. The device is intended for fusion/stabilization and non-union is a known potential adverse event identified in the instructions for use provided with the sterile kit. No deficiency or failure has been alleged/found with any tmc device. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2021, all hardware was removed in a revision surgery on (B)(6) 2022 due to non-union. Upon removal, there were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.